Manufacturer narrative:
Beckman coulter assessed the returned scatter sensor component and noted no visible damage or defect. To verify component functionality, performance testing was conducted. As a result, the field service finding could not be duplicated. Further analysis indicated the offset voltages were within specifications. In conclusion, a definitive root cause of the event is unknown.

Event description:
The customer reported the coulter lh 750 hematology analyzer generated laser offset (ls) error messages while running patient samples. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the light scatter (l/s) offset was out of specification. The fse replaced the sensor and adjusted l/s offset was at 0.85 differentials and 0.39 retic (normalized). Both were within specifications. The instrument was returned to normal operation. (B)(4).